Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable nh3l ammonia results for two patient samples. Patient 1 initial result was >600 ug/dl and the repeat result was 33 ug/dl. Patient 2 initial result was 227 ug/dl and the repeat result was 138 ug/dl. This patient was a (B)(6)-year-old male born on (B)(6). The samples were also repeated on a cobas 8000 c (701) module. No specific data was provided. The initial results were reported outside of the laboratory. The repeat results were believed to be correct and corrected reports were sent. There was no adverse event. The reagent lot number was 297488. The expiration date was requested but was not provided. The field service representative ran a check test and found a bias on the sample probes. He replaced the sample probes and reran check test. The customer ran qc and all results were within the specified limits.